Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when mixing the bd vacutainer® k2edta tube the lid came of the tube therefore blood was all over the patient and the employee of the hospital. It was on her clothes and hands, her skin was intact, no wounds. No serious injury or medical intervention reported.